Manufacturer narrative:
The returned valve was patent and met the requirements for reflux testing. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. However, the valve did not meet the requirements for pressure-flow and preimplantation testing. The valve also did not meet the requirements for leak testing due to a tear in the bottom of the reservoir. The instructions for use that accompany the device caution that "care should be taken in handling the valves as silicone has a low cut and tear resistance". The IFU instructs that when performing the patency check: a. Place the inlet connector of the valve into sterile isotonic saline. B. Depress the valve dome. C. Place a finger over the opening at the end of the outlet connector. D. Release the depressed dome. If fluid enters the reservoir, the inlet connector and flow control membrane valve are patent. E. Remove finger from the outlet connector opening. F. Depress dome. If fluid flows out of the outlet connector, the valve is patent. Note: it may be necessary to depress the valve dome more than once to initiate flow, especially if the ventricular catheter has been attached prior to patency testing. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4)

Event description:
.

Manufacturer narrative:
The product testing has not been completed. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4)

Event description:
It was reported to medtronic neurosurgery that the valve is obstructed. According to the report, there was no injury to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.